Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 85 mg/dl and the sensor glucose was 60 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor glucose value that triggered the suspend on low or suspend before low event was 60 mg/dl. Customer states the low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer reports they did not receive a sensor updating not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. The sensor will not be returned for analysis.